Event description:
It was reported that the pump's had a broken plunger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corners and the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor in history. During functional testing the check syringe plunger sensor error was found at power up. The dowel pin loose from plunger head mount. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount and performed preventative maintenance and all functional testing which passed.